Event description:
It was reported that prior to the start of a da vinci-assisted procedure surgical procedure, the customer identified a missing "grey knob" on the permanent cautery hook instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no notification of any patient harm. No fragments or any part of the instrument was broken off into the patient.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.